Event description:
The customer reported that a blood pressure cuff auto-inflated and hit a release lever causing a monitor to fall to the ground.

Manufacturer narrative:
The customer reported that a blood pressure cuff auto-inflated and hit a release lever causing a monitor to fall to the ground. Philips is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).